Event description:
Caller states the pt tested 7.0 inr and 7.0 inr on the coagucheck xs system and 4.3 inr on a comparison lab. Caller is unsure if any action was taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.